Event description:
It was reported that balloon ruptured occurred. The patient underwent an endovascular therapy. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 10.0mmx20mmx135cm (5f) sterling balloon catheter was advanced for dilation; however, on the first inflation at nominal atmospheres for 15 seconds, the balloon ruptured. The device was removed and replaced for a different model to complete the procedure. No complications were reported, and patient status was stable.